Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving morphine (2.0 mg/ml at unknown dose) via an implantable pump for non-malignant pain and spinal pain indications. It was reported that the hcp suspected the catheter was not working appropriately as the patient was not getting relief from their pump. A dye study was attempted but unable to clear catheter. In surgery on (B)(6) 2022 , the back incision was opened up to reveal a kink in the catheter next to the anchor. It was decided at that point to remove the existing catheter and replace the whole thing. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2021 , explanted: (B)(6) 2022 product type :catheter, ubd: 19-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.